Event description:
It was reported that the customer charged the device overnight but the system did not fully charge. No patient injury was reported.

Manufacturer narrative:
Evaluation results pending analysis of the product.